Event description:
This report summarizes 96 malfunction events in which the device had paint chips missing. 96 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 96 events were reported for this quarter. Product return status: 1 device was received. 95 devices were evaluated in the field. Additional information: 96 devices were not labeled for single-use. 96 devices were not reprocessed or reused.